Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 volt power supply was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system locked up and would not produce fluoroscopy. No pt or user injury was reported.